Event description:
It was reported that the patient had pericardial effusion. It was also noted that there was a possible micro perforation on both the right atrial (ra) lead and right ventricular (rv) lead. The leads were repositioned and remain in use. The pericardial tap removed 500 ml of blood, followed by ra and rv lead revision. No further patient complications have been reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical product: product ID: 5076-58, implanted: 2015-(B)(6). (B)(4).